Manufacturer narrative:
The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor data was reviewed, and no abnormality was observed. No issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced pain, puss, infection at the sensor site and went to the emergency room (ER) on (B)(6) 2024 and then went back for a follow up on (B)(6) 2024 where customer was admitted to the hospital and received unspecified antibiotics and ¿other treatments¿. There was no report of death or permanent impairment associated with this event.